Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4) device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). After dilatation was performed with an unspecified balloon catheter, a 3.00mm x 16mm promus element stent was advanced. However, it was unable to cross the lesion. The physician removed the device and it was noted during inspection, outside patient¿s body that the distal tip of the stent strut was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient¿s status was good.